Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged gets warm, nose bleed, choking, paralyzed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging gets warm, nose bleed, choking, paralyzed that are related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed unknown dust/dirt contamination of the device base exterior and under the ui knob. Moderate dust contamination was observed on pca. Slight discoloration of rubber gaskets on blower and at air inlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found two error codes. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section d8, d9, h2, h3 and h6 has been updated.